Event description:
The patient contacted animas on (B)(6) 2012 stating the ok and up arrow buttons were intermittently unresponsive for a short period of time and a slight tear developed over the up arrow button. The keypad was reportedly intact and the pump was not exposed to water. The patient reportedly wore the pump attached to a belt and did not clean it. There is no adverse event associated with this complaint. This report is being made based on the allegation of a keypad issue.

Manufacturer narrative:
Follow-up # 1 date of submission 12/05/2012 - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: the keypad was found to be fully intact; no peeling was observed. During testing the contrast button was found to be unresponsive, which has no effect on insulin delivery; all other buttons were intermittently unresponsive. Evidence of contamination was found under all button contacts.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.